Event description:
Subsequently, after the initial report was filed it was reported that the 2.8x19mm graftmaster stent was not used in the anatomy it was opened and prepped; however, not used as the perforation was seal via coil embolization. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The coronary stent graft system (csgs) was returned with no blood inside and outside of the device consistent with a device not used in a patient. Follow up with the account confirmed that the device was not used and there was no issue with the device; therefore, there was no malfunction to confirm. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem codes 2199 and 2524 removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending artery. A 2.8x19mm graftmaster covered stent failed to cross due to anatomy. Another graftmaster was used to complete the procedure and seal the perforation. There were no reported adverse patient sequelae and no clinically significant delay reported. No additional information was been provided.